Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had a bent tip and failed the cutter insertion assessment. Therefore, the reported condition was confirmed. During repair it was observed that the bearings are worn out and loose creating a situation where the cutter is not able to be inserted. It was determined that this condition was due to the bearings being no longer in axial alignment not allowing the cutter to pass through. Failure was caused by worn out bearings. The assignable root cause of this condition was determined to be due to normal wear over time. It was further determined that the issue with the bent tip was due to excessive force being placed on the device during use. The assignable root cause of this condition was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the crani-a attachment device ball bearings had fallen apart, the balls are missing and the cage was not present. It was also noted that the crani bracket was damaged. It was noted in the service order ¿bearing broken¿. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.